Event description:
With a previous complaint registered under MDR report no. 9611500-2023-00038 we were informed that a similar event had already occurred in (B)(6) 2022. Therefore, the current complaint was opened. No injury reported.

Manufacturer narrative:
With a previous complaint (B)(4) registered under MDR report no. 9611500-2023-00038 we were informed that a similar event had already occurred in (B)(6) 2022. Due to the fact that the event took place far in the past the exact date and time could not be provided anymore. The analysis of the device log revealed that on (B)(6) 2022 a communication interrupt comparable to the event described in (B)(4) occurred. Unfortunately, the entries of the relevant period have already been overwritten in the user and debug log so that a detailed reconstruction of the case in question was not possible. As the device was continued to be used after the event and the failure pattern looks similiar to the other event which occurred in (B)(6) 2022 it can be assumed that the communication interruption was also caused by a sporadic failure of the sensor or main board. In this case automatic ventilation is stopped accompanied by a corresponding ventilator failure alarm. Manual ventilation and monitoring remain available. The failure rate of the sensor boards is continuously monitored and considered acceptable. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.